Manufacturer narrative:
A customer reported that their AED asi light is blank. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi light is blank, and the AED will not power on. The AED was able to be powered on with a spare battery pack. They reported that this did not occur during patient use.